Event description:
The ortho summit sample handling system (summit) instrument reportedly did not pipette sample/reagent and did not generate an error message.no death or serious injury was associated with this incident.